Event description:
Although not indicated for treatment of subclavian arteries, a medtronic ave billiary stent of unknown size was inserted to treat a target lesion in the ostium of the subclavian artery. The stent delivery balloon was partially inflated when the physician realized that teh stent was not in the proper position to cover the target lesion in the ostium of the subclavian artery, but was actually proximal to it (in the aorta). The stent delivery balloon was then deflated and, as a result of the partial expansion, the stent moved off of the delivery balloon and floated freely into the aorta. Attempts to retrieve the stent with the delivery balloon and an attempts to deploy it in the lower portion of the aorta with a 15mm balloon (at which time the balloon burst) were unsuccessful. The stent remains within an undisclosed branch off of the aorta. The target lesion was then treated via the brachial artery, rather than the iliac artery, and the pt is doing fine. There were no add'l clinical sequelae reported relative to the event.